Event description:
It was reported that an ilet user was unable to unlock the device screen despite proper handling and attempts to restart via the mobile app; inspection under light revealed a cracked screen, and the device was deemed nonfunctional, with instructions provided regarding water resistance and backup therapy, consistent with a device problem of an unresponsive key/button associated with the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an electrical problem identified, consistent with a component-related failure involving the switch/relay and resulting in key/button unresponsiveness. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.